Event description:
It was reported that the pt underwent acdf using autograft supplemental with anterior fixation. Two weeks post op, the surgeon discovered that 2 of the 6 screws had backed out. The revision surgery was performed to replace the backed out screws with bigger screws.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.